Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that intermittently, the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and insulin was not observed to be dripping out of the tubing. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate pump for insulin therapy.